Manufacturer narrative:
(B)(4). This lot was manufactured from may 30, 2014 to june 4, 2014. Evaluation summary: the device was received for evaluation. During visual inspection white particles ranging in size from 1.52 ¿ 2.70 mm were observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem could not be determined. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. There was no patient involvement as this was identified before patient use. No additional information is available. This is report 1 of 2.